Event description:
It was reported that the patient had an infection. Reportedly, the patient had knee surgery and got infected. The physician needs to go back in and clean out the surgery site. There were no additional adverse patient effects reported. All available information indicates that as of this time, the right ventricular (rv) lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.